Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient was replaced with catalog number: (B)(4); serial number:(B)(4)on the left side, and catalog number(B)(4); serial number (B)(4)on the right side on (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. However, lot number was not visible on the returned device. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/22/2020, mentor became aware that the patient underwent explantation and replacement with mentor saline on (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 and field h6 for method code has been updated to "device not returned" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation postoperatively. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that device removal on (B)(6) 2020 was inadvertently reported under initial submission. The device is still implanted per information to date. Hence, method code under field h6 has been updated to "device not accessible for testing" on this form. Manufacturer¿s reference number: (B)(4).